Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were not reproduced due to a constant reload set. The alarms were confirmed and found to be caused by a failed upstream sensor with continuity across the crystals of the sensor. The continuity was caused by fluid intrusion. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device constantly displayed the upstream occlusion message. There was no patient involvement.